Event description:
It was reported that the ilet bionic pancreas displayed a ¿connect cgm, dosing stopped¿ message after the dexcom g7 lost connection and was not re-paired, which resulted in suspension of insulin dosing and subsequent hyperglycemia with a highest reported blood glucose of 412 mg/dl; the user required fingerstick entry to resume insulin delivery and was guided to reconnect the continuous glucose monitor (cgm). Symptoms included hyperglycemia. Outcomes included transient loss of insulin delivery and elevated glucose that later trended down to 276 mg/dl after reconnection and intervention. Investigation included technical troubleshooting with the user and education on cgm reconnection and fingerstick entry to restore dosing. Investigation of this case revealed cgm-to-ilet communication loss leading to automatic dosing suspension and user unawareness of the dosing-stopped state. It was concluded that hyperglycemia occurred secondary to loss of cgm connectivity and consequent cessation of insulin dosing, with device function restored after proper reconnection and workflow. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.